Manufacturer narrative:
Age at time of event: 18 years or older initial reporter address 1: (B)(6). Initial reporter city: (B)(6)

Event description:
It was reported that a balloon rupture occurred and the procedure was cancelled. The 50% stenosed target lesion was located in a moderately tortuous and non calcified vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated two times at nominal pressure within 2 minutes and 3 minutes accordingly. However, at second inflation, it was noted that the balloon ruptured. Also, a pinhole was noted on the balloon. The device was removed without problems and the procedure was cancelled due to this event. No patient complications were reported and patient was good post procedure.